Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient complained of their pump being too close to the belt line. There were no factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. Pump pocket revision occurred on (B)(6) 2021 where pump was moved up in the abdomen. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.